Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire by approximately 4.0 cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the returned guidewire that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical or procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-03052 and 3005099803-2015-03220 for the other associated device information. It was reported to boston scientific corporation two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography with sphincterotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, resistance was experienced during cannulation as the guidewire was being inserted into the common bile duct. The hydrophilic tip became detached, exposing the tip of the metal corewire. A second guidewire was used, however the hydrophilic tip detached exposing the tip of the metal corewire. The bile duct was completely flushed out and the detached coating was left to pass naturally. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-03052 and 3005099803-2015-03220 for the other associated device information. It was reported to boston scientific corporation two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography with sphincterotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, resistance was experienced during cannulation as the guidewire was being inserted into the common bile duct. The hydrophilic tip became detached, exposing the tip of the metal corewire. A second guidewire was used, however the hydrophilic tip detached exposing the tip of the metal corewire. The bile duct was completely flushed out and the detached coating was left to pass naturally. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.